Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented at the ER after receiving multiple shocks. The device was interrogated and found to be in reset mode with no defibrillation capability. The patient will be monitored with external defibrillation support until replacement is scheduled. The device remains implanted.